Event description:
Information received indicates the pump was smoking and had a burning smell. The patient received a new charger approximately three weeks before the event. The first time the charger was used was the weekend of the event. During charging, the patient's mother smelled burning, saw smoke and saw the charger was on fire. Nutricia found that the wire on the charger was cut but does not know how it got cut.

Manufacturer narrative:
The damaged ac adapter was returned with the pump. The power cord was damaged near the connector strain relief and may have caused a short between the two conductors. The cable jacket melted and the connector fell off. This adapter was manufactured in july, 2009 and was out of warranty. There was no malfunction with the pump.